Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been on treatment for 1-2 days. Yesterday they were receiving low flow, but therapy continued in an arctic sun device. Night shift had difficulties reinitiating once pt spiked. Trying to get therapy restarted but device primes to 0 l/m water flow rate (wfr). Had nurse stop therapy, empty pads and disconnect. Placed device in manual control at 5c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 9.4c, outlet control temperature (t2) was 9.6c, inlet temperature (t3) was 22.7c, chiller temperature (t4) was 3.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 4610.9 and pump hours were 3689. Device alerted 41 low internal flow. Walked through disabling manual control and advised nurse to swap out to alternate device. Send this one to biomed labeled 41.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The patient has been on treatment for 1-2 days. Yesterday they were receiving low flow, but therapy continued in an arctic sun device. Night shift had difficulties reinitiating once pt spiked. Trying to get therapy restarted but device primes to 0 l/m water flow rate (wfr). Had nurse stop therapy, empty pads and disconnect. Placed device in manual control at 5c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 9.4c, outlet control temperature (t2) was 9.6c, inlet temperature (t3) was 22.7c, chiller temperature (t4) was 3.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 4610.9 and pump hours were 3689. Device alerted 41 low internal flow. Walked through disabling manual control and advised nurse to swap out to alternate device. Send this one to biomed labeled 41. Per follow up information, biomed confirmed that a circulation pump has been ordered but not received. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been on treatment for 1-2 days. Yesterday they were receiving low flow, but therapy continued in an arctic sun device. Night shift had difficulties reinitiating once pt spiked. Trying to get therapy restarted but device primes to 0 l/m water flow rate (wfr). Had nurse stop therapy, empty pads and disconnect. Placed device in manual control at 5c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 9.4c, outlet control temperature (t2) was 9.6c, inlet temperature (t3) was 22.7c, chiller temperature (t4) was 3.3c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 4610.9 and pump hours were 3689. Device alerted 41 low internal flow. Walked through disabling manual control and advised nurse to swap out to alternate device. Send this one to biomed labeled 41. Per follow up information received via task on 08aug2025, spoke with biomed who confirmed that a circulation pump has been ordered but not received.